Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the anvil had a difficulty in removing from the trocar, and it was found that the staple had been protruded slightly before the device was used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58e63. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage, with staples present and protruding, with the breakaway washer uncut, indicating that the device had not been fired. After further inspection was noted that the device trocar was damaged resulting in a tighter fit between the anvil and the trocar. No functional test could be performed. It is possible that the device was manipulated in a way that led the staples to protrude once the retainer was removed. Please reference the ¿instructions for use¿ for better usage reference. It is possible that the component was damaged from the supplier, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.